Event description:
Needle placed in subcutaneous tissue, into liver, needle broke off needle device into subcutaneous tissue, needle removed from patient. Further conversation with the physician revealed that she heard a snapping noise as she advanced the needle during liver biopsy. She withdrew the device and noticed the end was blunt. An x-ray confirmed that 2-3cm of the needle tip was located in subcutaneous tissue. A local anesthetic was applied, an incision was made and the foreign matter was removed. The site was then sutured.